Manufacturer narrative:
As reported, ventrio st pdo ring exposed from the layers of mesh. Evaluation of the returned sample finds that pdo ring is partially detached from the mesh. The user has cut the mesh to place a keyhole. Based on the sample condition the damage found is the result of cutting through the pdo ring when tailoring the mesh and forces applied while handling for implantation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in apr, 2024. The instructions-for-use (IFU) supplied with the device states, "do not cut or reshape the ventrio¿ st hernia patch, as this could impact its effectiveness. Care should be taken not to cut or nick the sorbaflex¿ pdo monofilament during insertion or fixation. If the sorbaflex¿ pdo monofilament is cut or damaged, additional complications may include but are not limited to, bowel or skin perforation and infection." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during open ventral hernia repair procedure on (B)(6) 2024, the surgeon folded the ventrio st mesh and went to insert it into the patient, but it was noticed that pdo ring was exposed from the mesh layers and unable to adhere. It was reported that the mesh was not used and another one was used. There was no reported patient injury.